Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, mobility. Dentist expanded bone with versah drills (densa). He don't know if this contributed.